Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers weight was not provided.

Event description:
The customer reported high results with their contour next blood glucose monitoring system. The customer reported receiving a result of 387 mg/dl compared to a result of 134 mg/dl with an alternate meter taken within 2 minutes. No treatment change was made and there has been no allegation of an adverse event. The customer has been requested to return the test strips and meter for investigation. Replacement strips and meter were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next meter with in-house contour next test strips from lot # 8mpeg12b, which gave satisfactory performance. Device model #, manufacturer site and 510(k)# have been corrected. Country of origin has been populated.